Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: ICU nurse hooked up secondary line. All the medication was delivered within 20 minutes. A 2nd line was connected and the same happened. The medication was over infused within 20 minutes. No damage to secondary set- both were disposed of. Both sets were used on the same patient. Medication used: 1: antibiotic 2. Potassium. No patient harm or adverse event. No additional fluids ran through line prior. Alaris pump - no error notifications on the pump. It had a bad pressure sensor, and they were able to change it out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.